Event description:
Follow-up information was received on (B)(6)2019: the patient's initials, date of birth (year of birth: (B)(6)) and age were provided. The patient was 56-year-old at the time of the event. She was injected supra-periostaly with a total of 1.5 ml of radiesse® into the zygomatic-malar, on (B)(6)2019. The patient was injected with 0.75 ml into 5 injection points on the right side and with 0.75 ml (ambiguously reported as into 10 injection points) on the left side. The total number of injection points was reported as 10. The needle used for injection was a 27 g. The patient was previously treated with a filler (hyaluronic acid), about 10 and 6 months prior to this report (same areas) and botulinum toxin, on the upper third of the face, about 8 months prior to this report, and all was well tolerated. The patient's glogau classification was iii and she had a disposition to lymph drainage problems. She had no allergies. Medical history included a spider bite, in (B)(6)2019. Concomitant medications were reported as none. As reported, the patient's skin condition was apparent full psychophysical well-being. The physician informed that there was no improvement after 3 days of therapy and that the patient was consequently referred to the emergency department. After approximately 1 week of hospitalisation with the same therapies as well as parenteral administration, an improvement was obtained and the patient was discharged. As reported, symptom recovery after approximately 2 days from discharge. The patient was examined again at the hospital, where she was advised to continue for 10 days with ciproxin 500 (2 tbs/die), bentelan 4 mg (intra muscularly, for further 3 days), deltacortene for 10 day, then progressively reducing it and augmentin 875 + 125 mg for 10 days was also added (as reported). Systemic antibiotic was prescribed for treatment. On (B)(6) 2019, the patient was examined by the physician and the symptoms were fully recovered, however she was still advised to continue with augmentin for other 4 days. On the same occasion, the patient informed the physician that she was suspecting that all this was possibly triggered by a spider bite, which happened in the night between 2 and (B)(6)2019. The patient woke up in the night with the sensation that she had been stung by an insect and a feeling of two annoying small wheals on the left cheekbone. In support of such hypothesis there was the finding of some dead spiders in her house (as reported, cit. Suspected mediterranean recluse spider) and similar suspected symptoms in some connections. Unfortunately the physician had no information to endorse one cause or the other. As reported, there was no other significant event since the injection of radiesse, on (B)(6)2019.in the opinion of reporter, the event was of moderate intensity, not permanent, not life-threatening and related to radiesse®. Follow-up information was received on (B)(6)2019: the product was re-coded from radiesse® to radiesse(+)®.the batch record review form was provided. The batch number was confirmed as 100117914 (expiry date 02/2021). Catalog number was provided as 8063m11k1. The device history record for radiesse(+)® dermal filler, batch 100117914, was reviewed. Non-conformances were discovered but none that would have contributed to this event.

Manufacturer narrative:
The device history record for radiesse+ dermal filler lot 100117914 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. Non-conformances were discovered but none that would have contributed to this event.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, infection of the soft tissues, was deemed to meet serious injury criteria of necessitating medical or surgical interventon to preclude a permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from an (B)(6) physician and concerns a female patient. She was injected with a total of 1.5 ml of radiesse® into a zygomatic-malar level, on (B)(6) 2019. The catalogue number was reported as 8063m11k1 (ambiguously reported as batch number; expiry date provided as 02/2021). As reported, correct procedures, disinfection, needle changed from one cheekbone to another, etc. Were used. In the morning of (B)(6) 2019 after waking up, 18 days after the treatment with radiesse®, the patient noticed a suspicious symptomatology due to infection of the soft tissues at the injection site, and edema in the surrounding areas of the face. The patient had pain on palpation, mandibular mobilization, frontal headache, edema and heat, but apparently there was no fever and no purulent discharge from the nose. The symptomatology on the left side was much greater than the one on the right side. On the same day, late in the afternoon, the physician treated the patient with 1 tablet of ciproxin 500, 1 tablet of zithromax 500 and 1 fluid (fl) of bentelan 4 mg intramuscularly (i.m.). Further corrective treatment, set by the physician and started by the patient in the morning of (B)(6) 2019, included 2 tablets per day of ciproxin 500 for 7 days, 1 tablet per day of zithromax for 3 days, 1 tablet per day of deltacortene 25 mg for 3 days (and then increasing). On (B)(6) 2019, the physician also checked the patient over the telephone and was informed that the patient did not notice any improvement since the day before, except for a reduction in headache. The physician was going to talk to the patient over the telephone again on the same day, and a direct assessment was scheduled for the morning of (B)(6) 2019. Due to the provided information, the outcome of the event of infection of the soft tissues was considered as not resolved. Follow-up information was received on 08-jul-2019: this case was upgraded to serious. The physician informed that the patient was hospitalized because of a further deterioration of the conditions. As reported, they suspected that it was due to an infection. At the time of this report, the patient was having a slow improvement. Due to information provided, the outcome of the event 'infection of the soft tissues' was considered as and changed from not resolved to resolving.